Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013; inratio2: 6.0, repeat 7.2; lab: 1.8. Specific time between lab and inratio is unk, but all tests were performed within the same day. Therapeutic range = 2.0 - 3.0. Strips being used are past their expiration date.